Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: heartrail 6f al1. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformance that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, heavily calcified, 90% stenosed, mid right coronary artery. The 3.5x15 mm trek balloon catheter was delivered for pre-dilatation without resistance; however, the balloon ruptured on the first inflation at 6 atmospheres. The balloon catheter was removed from the patient without any resistance felt. There was no same sized balloon, so a different sized trek was delivered and successfully inflated. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.